Event description:
Customer reported that while the unit was in use on a patient blood entered the pump. The unit generated a blood back alarm. When hospital staff removed the intra-aortic balloon, the patient expired.